Event description:
The reporter noted that she had spoken to a number of people who also had problems with their pumps and no relief. Additional information was requested, however, the reporter had no further information or details.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).